Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on keypad flex connector, pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, battery tube threads - cracked, serial number label missing and cracked case-corner of belt clip rails. Blank display confirmed due to moisture damage on the keypad flex connector, pcba 1, pcba 2, force sensor and motor. Exposed to moisture damage confirmed. Cosmetic damage confirmed at the corner case of the belt clip rails. Unable to download history files and traces using thump due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump fell on the toilet and had a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed for cosmetic damage. Troubleshooting was performed for moisture damage. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd (liquid crystal display), or the customer reported hearing fluid when shaking the pump.no harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the device was returned for analysis.